Event description:
Pt oozing at catheter site. When nurse pulled back on catheter, rn noted fracture 1/8 inch down catheter from the hub. Sheath clamped with hemostat and pulled. No apparent harm to the pt. Catheter was thrown away.